Manufacturer narrative:
Evaluation summary: a review of the device history record has been performed and no failure that may relate to the reported conditions have been noted. Especially, the records related to the mechanical testing were found within qa specifications. The visual examination of the provided picture shows that the picture is a commercial picture, not a photo of the mesh used. It has been written on the photo ¿brake zone¿. A line indicates the sewing between the flap and the mesh. As the picture doesn't show the mesh used but a commercial one, we cannot determine the dimension, textile and sewing of the mesh concerned. The reported condition could not be confirmed by the picture provided. It should be noted that the indicates that the size of the defect was 1 cm, no additional fixation was applied, and the mesh wasn't cut prior use. The reported information is too limited to determine the root cause or most probable cause of the reported incident and/or to determine if the incident is associated with a manufacturing or component discrepancy. Based on the available in formation, our investigation and a complaint history review, the manufacture of the device is not suspected. There is no indication that there is a defective lot or that this event represents an emerging adverse quality trend. The clinically applied product was not returned to us for evaluation; therefore, we are unable to identify the specific cause for the problem reported. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter during a liechtenstein inguinal open hernia repair procedure, when applying the mesh around the spermatic cord, the mesh breaks in the opening area in the flap which is approximately 1 cm. Another mesh was used to resolve the issue there was no patient harm.